Event description:
Information received indicates that in five hours, the entire 30 mg was delivered. Patient had no adverse affects. Nurse said that patient said his pain was gone.

Manufacturer narrative:
Investigation found that improper third party service causing pump was out of calibration. The pump was calibrated to resolve.